Manufacturer narrative:
The used prisma tpe 2000 set was not returned for analysis. Our medical team evaluated the incident and determined that it was most likely caused by an allergic or anaphylactic reaction to the fresh frozen plasma [ffp]. The patient suffered from myasthenia crisis [mc] and mc patients are known to react with intense complement activation. In addition, the patient was treated with immunosuppressant and immunoglobulin which indicates that the patient's immunosystem was depressed. Allergic or anaphylactic reactions are known risks when receiving ffp. Also, the amount of ffp administered may also be important as excessive amounts of an intravenously administered fluid such as ffp may result in hypovolemia and cardiac failure. No similar events involving prisma tpe 2000, have been reported since product release. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.

Event description:
A patient recently diagnosed with myasthenia gravis was undergoing initial therapeutic plasma exchange [tpe], using fresh frozen plasma [ffp]. The patient received approximately 1520 ml of ffp when she suddenly developed hypotension, bradycardia, pulmonary edema and cardiopulmonary arrest. The patient was successfully resuscitated, however, her condition continued to deteriorated and she expired several hours later.